Event description:
Customer called and stated that they were in the process of placing the bravo capsule but it didn't attach. The capsule was still attached to the delivery system. They used another capsule and they were able to place it into pt successfully. The pt didn't suffer from any adverse event during the procedure.

Manufacturer narrative:
No pt injury has occurred following this incident.